Manufacturer narrative:
Bd received 1 photo from the customer in support of this complaint. The photo shows a picture of the fill line example and, does not show the customer¿s failure mode of overfill. Additionally, 10 retention tubes from the bd inventory were functionally tested and there were no issues related to overfill as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling.". Additional information provided by customer: phlebotomist collected the specimen. Customer states that when they held the tube, they noticed the plasma line after centrifugation had reached the bottom of the blue cap. Per customer, they could only see a tiny window of air. Customer states they called to report it because the level surpassed the sight level during their training which was halfway between the manufacturer's label and the bottom of the cap.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling." Additional information provided by customer: phlebotomist collected the specimen. Customer states that when they held the tube, they noticed the plasma line after centrifugation had reached the bottom of the blue cap. Per customer, they could only see a tiny window of air. Customer states they called to report it because the level surpassed the sight level during their training which was halfway between the manufacturer's label and the bottom of the cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.